Event description:
During atrioventricular nodal reentry tachycardia procedure a perivac kit was selected for use. It was reported that there was a problem with pericardial fluid suction. The device was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.